Manufacturer narrative:
The DHR for the product in question was reviewed and found without any irregularities. Since the product was not returned for evaluation, we are unable to validate this complaint or determine root cause. All products are thoroughly inspected and function tested at time of manufacture. The incision could be too little for specimen removal, causing the pouch to break when being pulled against the incision. It is stated in the IFU that "if the pocket with specimen cannot be removed, enlargement of the access site is recommended for easier removal". A review of record indicates that there is no similar issue from the same lot number. The event will be closed. If the additional information could be obtained for further investigation, the supplemental report will be filed.

Event description:
During a robotic nephrectomy, an endo pocket specimen bag broke at the seam as the specimen was being pulled out of the trocar site. The specimen fell out and into the patient. The surgeon had to enlarge the incision size slightly more than usual to retrieve the sample with his hands. Although there was a procedural delay of 3 minutes, the procedure was completed. Besides the change in the incision size, no injuries were reported.